Event description:
Customer reports lancet sticks out before being fired while using the softclix lancet device, however, lancet has been fired in the past. Customer has been using the same 10 count lancets for 2 yrs; does not change them often. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.